Event description:
Pt was ambulating with a wheeled walker when the left front leg of the walker allegedly snapped within the lowest support brace. The pt allegedly fell and hit head resulting in a cut requiring sutures to close the wound.